Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The patient had been recently exposed to electromagnetic interference. After a device software download, normal device function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.